Event description:
It was reported by the manufacture representative that the patient with a cardiac resynchronization therapy defibrillator (crt-d) system died. The patient was admitted to the emergency room in cardiac arrest and pronounced dead shortly after arrival. Information identified in the manufacture's data base indicated the patient died approximately one month post implant of the crt-d. Further follow up did not yet yield any additional relevant information regarding the event.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
There was oversensing with six ventricular non-sustained tachycardia less than or equal to 202 ms between (B)(6) 2012, 23:54:00 and (B)(6) 2012, 00:36:55. Five high rate episodes less than or equal to 217 ms average v-cycle on (B)(6) 2012, in the timeframe between 23:37:10 and 23:38:20. In addition there was one patient alert for lead failure predictor on (B)(6) 2012, 23:38:22. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.